Manufacturer narrative:
H2) additional information: a1-a3 updated. B5 update: additional information was received from the initial reporter that the issue occurred during patient use. The patient's therapy was delayed, and the pump was swapped out. There was patient involvement, but unknown signs or symptoms experienced. D3 manufacturing plant address 1, plant city, and zip code updated. D4 primary UDI number updated. H6: annex e, annex f, annex a, annex g, annex b codes updated.

Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found a bubbled dso seal. Error code 41541 was found multiple times in the event history log. Functional testing was unable to duplicate the reported issue; however, the error code was verified in the ehl. It was determined that the degraded latch lock sensor was the root cause. The latch lock sensor was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device exhibited error 41541. There was unknown patient involvement.